Event description:
The customer reported a discrepancy between the tango optimo result and the gel sytem result obtained for one sample. One sample that had caused a false negative test result was sent to us for investigational testing, but none of the supposedly defective product was returned. Testing in our quality control laboratory is still ongoing. We are also still waiting for the assessment of the affected tango optimo. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a discrepancy between the tango optimo result and the gel system result obtained for one sample. The customer reported that they were not able to identify the antibody because they did not have an appropriate panel. One sample that had caused a (B)(6) test result was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample and could confirm the customer´s (B)(6) result. The patient sample also yielded a (B)(6) reaction with an identification panel. Further tests in the gel system were not analyzable. Because not enough material of the patient sample was provided, a filtration for removing the fibrin and further tests were not possible. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.